Event description:
The user facility reported that during an ercp procedure, the outer sheath was stripped away from the guidewire. Follow-up communication confirmed that the guidewire was being used through a catheter that has a metal tube inside the hub. This metal tube was identified by the user facility as causing the reported shearing of the polyurethane coating. The sheared portion remained inside the catheter device and was never introduced to the patient. Another guidewire was used and the procedure was completed successfully with no patient complications.